Event description:
Boston scientific received information that during a patient follow up, interrogation of the device displayed an alert for this left ventricular (lv) lead. It was noted that the pacing impedance measurements have been above 2,000 ohms since (B)(6) and the pacing thresholds were high. No noise was observed on the electrogram (egm). The lv pacing configuration was changed to lv tip to can and the pacing impedance and threshold measurements were within a normal range. No adverse patient effects were reported.

Manufacturer narrative:
The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.